Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and compromised force sensor system alarm at 4.0 pounds during prime test due to moisture damage inside faulty force sensor system. The motor passed motor test. The pump had normal operating currents and no unexpected off no power, low battery or weak battery alarms noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of motor error, compromised force sensor system and weak battery from the insulin pump. The customer's blood glucose reading was 178 mg/dl. The customer stated that he ran out of insulin and received a motor error. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that insulin squirted out during manual prime. The customer stated that insulin continued to drip after letting go of the act button. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.